Manufacturer narrative:
(B)(6).

Event description:
It was reported that a cadd® cadd®-solis vip ambulatory infusion pump we sent for repair due to water damaged and cassette not attached. Customer received the pump back only to have it still alarming cassette not attached.

Manufacturer narrative:
This MDR was generated under (B)(4), as a result of warning letter (B)(4). A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A sample was received for evaluation. Visual inspection and functional test(s) were performed. The sample was in good physical condition. The event history log (ehl) showed: cassette not attached properly. Functional test was performed and the reported problem (primary problem) was not duplicated and a root cause for the primary problem could not be determined. A secondary problem was observed: the latch/lock sensor was rusty. The root cause of the issue was deemed to be fluid ingression as a result of the customer's impact to the device. Actions(s) taken to mitigate the reported issue(s): performed calibration and functional test.